Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and observed damaged usb port with contamination. Reader did not turn on with button, strip, or usb cable insertion. Connected reader to pc and software was not able to recognize the reader. Unable to perform built-in reader test due to reader not turning on. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); observed liquid contamination and burn marks on pcba of returned reader . An extended investigation was observed. Visual inspection of the reader was performed using digital microscope. Burn marks were observed on the reader pcba ; therefore, the observations made during the next phase are confirmed. The sticker on the inside of the reader was also red indicating liquid contamination present; liquid contamination was observed on the reader¿s pcba, battery, and lcd screen. The sensor initial data was reviewed. Burn marks were observed on the reader pcba during the next phase investigation; therefore, the reader was forwarded to extended for further analysis. The adc cable and adapter were not returned. To confirm the functionality of the returned reader. The returned reader was brought to the bench for functional testing. The returned battery was measured which is within specification range. The returned battery is not functional due to the liquid contamination seen on it. Further functional testing such as off-current testing and the reader self-test could not be performed due to the returned readers inability to turn on. The red dot on the inside of the returned reader indicates that the reader was exposed to large amounts of liquid contamination and it is likely that it caused damage to multiple components. Damage to components can lead to observed overheating and burns due to shorts on components. Given that liquid contamination was observed throughout the readers pcba, battery and screen; this issue is not confirmed to use ¿ liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.